Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was removed due to an alleged leak. Patient status is unknown.

Event description:
It was reported that the catheter was removed due to an alleged leak. Patient status is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 4.2fr broviac s/l catheter was returned for evaluation. Visual and microscopic inspection identified an 's'-shaped split to the outer catheter and a compound break to the inner catheter. The type of split could not be identified, the compound break only split the internal catheter, and the device was not patent to infusion or aspiration. Therefore, the investigation is confirmed for the alleged external leak without embolism. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: this IFU warns: do not use the catheter if there is any evidence of mechanical damage or leaking. Accessories and used in conjunction with this device should incorporate luer lock connectors. Avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth edge atraumatic clamps or forceps. Avoid perforating, tearing or fracturing the catheter when using a guidewire. Prior to beginning placement procedure, do the following: examine package carefully before opening to confirm its integrity and that the expiration date has not passed. The device is supplied in a double sterile package and is non-pyrogenic. Do not use if package is damaged, opened or the expiration date has passed. (Product is) sterilized by ethylene oxide. Do not resterilize. Inspect kit for inclusion of all components. Do not use the catheter if there is any evidence of mechanical damage or leaking. Avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumens. If sutures are used to secure the catheter, make sure they do not occlude or cut the catheter. The catheter is placed into one of the large central veins so the tip lies in the superior vena cava above the right atrium. It is tunneled subcutaneously to the desired exit site. The surecuff* tissue ingrowth cuff, attached to the catheter, is positioned 3-5 cms below the skin exit site in the tunnel. The cuff promotes tissue ingrowth to secure the catheter in place.